Manufacturer narrative:
Lithium heparin tubes are used for accutni sample collection. Specific centrifugation data was not supplied. No specific event qc was supplied by the customer. Per the complaint record, the unit is currently performing within qc specifications upon contact with the customer. The customer provided information that a proactive procedure in the form of a delta check system in the laboratory information system (lis) has been implemented to verify unexpected results and comparing historical sample results prior to reporting. Initial accutni sample results with no previous history are reported outside the laboratory with subsequent serial draws also subjected to delta check review prior to reporting. Service was not dispatched, as customer is not questioning instrument performance. A root cause for this event has not been determined.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni results. Actual patient results were not supplied; however the customer verbally communicated that intermittent sample initial false positive accutni results are observed which upon serial draw of the 2nd tube, the results were negative. The erroneous results were reported out of the laboratory. It is unknown if patient treatment was impacted in this event. The customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.